Event description:
It was reported that arrhythmia occurred. The native annulus was 27.6mm with calcification present. Pre balloon aortic valvuloplasty was not performed. A 27mm lotus edge valve was implanted. Less than 24 hours post implant procedure the patient required a permanent pace maker implant.